Manufacturer narrative:
There was no contact information provided in the report that medline received from amazon to follow up with the customer therefore no additional information is available to be obtained. Amazon reported that the "brakes came off", the "handle tightener was missing", and the "wheels do not go over metal rails in the pavement" causing the customer to fall backwards and sustain a "mild concussion and back bruising". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Amazon reported that the "brakes came off", the "handle tightener was missing", and the "wheels do not go over metal rails in the pavement" causing the customer to fall backwards and sustain a "mild concussion and back bruising".